Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. The explanted device has been returned for evaluation; however, the evaluation is still in progress. A supplemental report will be submitted with the findings once the analysis is complete. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Event description:
Edwards received notification that this valve model 290021mm was explanted after a one day implant duration due to central regurgitation. As reported, the first assessment of the bioprothesis showed no gradient or regurgitation. One day after the surgery, due to the hemodynamic instability, the patient presented a suspension of pericardial tamponade and underwent acute to surgery. On the or it was also discovered severe aortic regurgitation. The patient also presented calcified annulus and below. A non-edwards valve was put in replacement. The patient was noted as to be well. The explanted valve was returned for evaluation.

Manufacturer narrative:
Device evaluated by manufacturer: clinical observation of central regurgitation could not be confirmed through visual examination. X-ray demonstrated wireform intact. Sutures remained attached around the sewing ring. Further assessment is being conducted on the subject device. At this time, a root cause can not be determine through visual examination. When the additional assessment is complete, a supplemental report will be submitted with the findings.

Manufacturer narrative:
Through functional testing, the clinical observation of central regurgitation, could not be reproduced by edwards standardized in vitro testing. Under edward¿s standardized in vitro testing conditions, the total regurgitant fraction (trf) on the valve as received was 1.7%, which is more than five times lower than the 10% maximum allowed for a valve this size per iso5840-2:2015. There was no central hole detected. Static leakage testing found here is a small central hole at 40 mmhg that disappears at 80 mmhg and 120 mmhg. The results from in vitro testing may be different from those obtained in vivo due to differences in hemodynamic and environmental conditions. No intraoperative echocardiogram was provided, thus the reported central regurgitation in vivo could not be confirmed. A definitive root cause for the reported central regurgitation in vivo could not be conclusively determined. A manufacturing deficiency was not identified. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The fmea adequately addressed potential causes of failure and the associated hazards. The complaint trend was assessed and was found to be in control. No further corrective or preventative actions are required at this time. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.